Manufacturer narrative:
Batch review performed on 21.june.2019: lot 1654046: (B)(4) items manufactured and released 17 may 2017. No anomalies found related to the issue. To date, (B)(4) similar event on the same lot has been registered but the breakage occured on a different zone of the instrument ( emdr 2019-00236). Preliminary investigation performed by r&d project manager: from the received image it appears that the plate was broken separating tooth and the spring from the instrument. From the received information it seems that probably some grip occurred during the unscrewing of the plate from the shell; probably too much force was applied on the instrument that caused the mechanical failure of the device, but from the received information it was not possible to determine with certainty the root cause of the event. Visual investigation performed by r&d project manager: from the received piece it was noticed that the locking disc was removed; due to the lack of the locking, the unscrewing caused the separation of the plastic bottom and the consequent separation og the tooth and the spring. A possible root cause can be related to the excessive torque applied during the unscrewing of the device.

Event description:
During the primary hip surgery, and after impacting the cup, the surgeon tried to unscrew the handle and it would not release. After continuously trying to release the handle, the plate broke into many pieces. Fragments fell into the patient and were removed. There was a 5-minute delay and the surgery was completed successfully.